Event description:
A customer contacted beckman coulter regarding an erroneous platelet (plt) result that was generated by the coulter act 5 diff cp analyzer. A patient sample was tested for plt and a result of 620 x 10 to the 3rd power cell/ul was obtained. The plt result was printed with an "hh" flag. (See below). The plt result is believed to be erroneous because the doctor questioned the result and requested the sample to be sent to a hospital for verification. The sample was re-tested for plt at the hospital lab and a higher result was obtained. The plt result obtained at the hospital lab was 732 x 10 to the 3rd power cell/ul. Based on available information, there was no affect to patient treatment. "Hh" - result is above the action limit set by your laboratory and may generate an interpretive message on the printout.

Manufacturer narrative:
Qc is run daily and was performed before the event; the results were within expected range. Customer did not observe problems with other patient samples at the time of this event. A field application specialist (fas) contacted the customer. The fas discussed with the customer special cases patients and customer will monitor interfering substances, medication, and diagnosis and provide the information as it becomes available. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.